Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Motorcable (broken on misuse) defective. Motorholder (crack on the top) has no influence on the function. Micro motor smr1664494, contra angle 95946 and foot control 133959 without errors.

Event description:
In this event it was reported that a silver reciproc motor suddenly stops during use; no injury resulted.